Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), device dislocation ("migration of the essure device/migration of essure device location of device: into pelvic cavitynear the spine,") and genital haemorrhage ("abnormal bleeding (general)/ bleeding") in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant), 1 month 14 days after insertion of essure. In february 2010, the patient experienced fatigue ("fatigue"), dyspareunia ("pain during intercourse/dyspareunia(painful sexual intercourse),"), dysmenorrhoea ("dysmenorrhea (cramping),") and feeling abnormal ("brain fog"). In february 2014, the patient experienced pelvic pain ("pelvic pain/ pain") and alopecia ("hair loss"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), irritability ("irritability"), vaginal haemorrhage ("abnormal bleeding (vaginal),"), menorrhagia ("abnormal bleeding (menorrhagia)") and back pain ("lower back pain") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, device dislocation, abdominal pain, pelvic pain, irritability, weight decreased, feeling abnormal and back pain outcome was unknown, the genital haemorrhage, fatigue, vaginal haemorrhage, menorrhagia and dysmenorrhoea was resolving and the alopecia and dyspareunia had resolved. The reporter considered abdominal pain, alopecia, back pain, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, irritability, menorrhagia, pelvic pain, vaginal haemorrhage and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: full occlusion and proper placement. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 20-may-2019: quality safety evaluation of ptc no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), device dislocation ("migration of the essure device/migration of essure device location of device: into pelvic cavitynear the spine,") and genital haemorrhage ("abnormal bleeding (general)/ bleeding") in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant), 1 month 14 days after insertion of essure. In february 2010, the patient experienced fatigue ("fatigue"), dyspareunia ("pain during intercourse/dyspareunia(painful sexual intercourse),"), dysmenorrhoea ("dysmenorrhea (cramping),") and feeling abnormal ("brain fog"). In february 2014, the patient experienced pelvic pain ("pelvic pain/ pain") and alopecia ("hair loss"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), irritability ("irritability"), vaginal haemorrhage ("abnormal bleeding (vaginal),"), menorrhagia ("abnormal bleeding (menorrhagia)") and back pain ("lower back pain") and was found to have weight decreased ("weight loss"). The patient was treated with hysterectomy with bilateral salpingectomy and essure was removed on (B)(6) 2019. At the time of the report, the device breakage, device dislocation, abdominal pain, pelvic pain, irritability, weight decreased, feeling abnormal and back pain outcome was unknown, the genital haemorrhage, fatigue, vaginal haemorrhage, menorrhagia and dysmenorrhoea was resolving and the alopecia and dyspareunia had resolved. The reporter considered abdominal pain, alopecia, back pain, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, irritability, menorrhagia, pelvic pain, vaginal haemorrhage and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: full occlusion and proper placement. Most recent follow-up information incorporated above includes: on 13-may-2019: pfs received- new events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), device breakage, dysmenorrhea (cramping), brain fog, lower back pain were added. Outcome of genital haemorrhage, fatigue updated to recovering / resolving. Outcome of dyspareunia, alopecia updated to recovered / resolved. New reporter, patient information were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), device dislocation ('migration of the essure device/migration of essure device location of device: into pelvic cavity near the spine,') and uterine perforation ('perforation') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: contraceptives. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced genital haemorrhage ("abnormal bleeding (general)/ bleeding"), 1 month 14 days after insertion of essure. In (B)(6) 2010, the patient experienced fatigue ("fatigue"), dyspareunia ("pain during intercourse/dyspareunia(painful sexual intercourse),"), dysmenorrhoea ("dysmenorrhea (cramping),") and feeling abnormal ("neurological condition or problem- type: brain fog"). In (B)(6) 2014, the patient experienced abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain/ pain") and alopecia ("hair loss"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), irritability ("irritability"), vaginal haemorrhage ("abnormal bleeding (vaginal),"), menorrhagia ("abnormal bleeding (menorrhagia)"), back pain ("lower back pain") and amnesia ("more short term memory") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, device dislocation, uterine perforation, abdominal pain, pelvic pain, irritability, weight decreased, back pain and amnesia outcome was unknown, the genital haemorrhage, vaginal haemorrhage, menorrhagia and dysmenorrhoea was resolving and the alopecia, fatigue, dyspareunia and feeling abnormal had resolved. The reporter considered abdominal pain, alopecia, amnesia, back pain, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, irritability, menorrhagia, pelvic pain, uterine perforation, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: discrepancy noted: initially confirmation test added, and now it is reported as plaintiff did not undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: full occlusion and proper placement. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received. Event uterine perforation was added. Cluster ID was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and device dislocation ('migration of the essure device/migration of essure device location of device: into pelvic cavity near the spine,') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: contraceptives. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced genital haemorrhage ("abnormal bleeding (general)/ bleeding"), 1 month 14 days after insertion of essure. In (B)(6) 2010, the patient experienced fatigue ("fatigue"), dyspareunia ("pain during intercourse/dyspareunia(painful sexual intercourse),"), dysmenorrhoea ("dysmenorrhea (cramping),") and feeling abnormal ("neurological condition or problem- type: brain fog"). In (B)(6) 2014, the patient experienced abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain/ pain") and alopecia ("hair loss"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), irritability ("irritability"), vaginal haemorrhage ("abnormal bleeding (vaginal),"), menorrhagia ("abnormal bleeding (menorrhagia)"), back pain ("lower back pain") and amnesia ("more short term memory") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, device dislocation, abdominal pain, pelvic pain, irritability, weight decreased, back pain and amnesia outcome was unknown, the genital haemorrhage, vaginal haemorrhage, menorrhagia and dysmenorrhoea was resolving and the alopecia, fatigue, dyspareunia and feeling abnormal had resolved. The reporter considered abdominal pain, alopecia, amnesia, back pain, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, irritability, menorrhagia, pelvic pain, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: discrepancy noted: initially confirmation test added, and now it is reported as plaintiff did not undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: full occlusion and proper placement. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-apr-2020: extension of expected date of next report. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), device dislocation ('migration of the essure device/migration of essure device location of device: into pelvic cavity near the spine,') and uterine perforation ('perforation') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: contraceptives. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced genital haemorrhage ("abnormal bleeding (general)/ bleeding"), 1 month 14 days after insertion of essure. In (B)(6) 2010, the patient experienced fatigue ("fatigue"), dyspareunia ("pain during intercourse/dyspareunia(painful sexual intercourse),"), dysmenorrhoea ("dysmenorrhea (cramping),") and feeling abnormal ("neurological condition or problem- type: brain fog"). In (B)(6) 2014, the patient experienced abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain/ pain") and alopecia ("hair loss"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), irritability ("irritability"), vaginal haemorrhage ("abnormal bleeding (vaginal),"), menorrhagia ("abnormal bleeding (menorrhagia)"), back pain ("lower back pain") and amnesia ("more short term memory") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, device dislocation, uterine perforation, abdominal pain, pelvic pain, irritability, weight decreased, back pain and amnesia outcome was unknown, the genital haemorrhage, vaginal haemorrhage, menorrhagia and dysmenorrhoea was resolving and the alopecia, fatigue, dyspareunia and feeling abnormal had resolved. The reporter considered abdominal pain, alopecia, amnesia, back pain, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, irritability, menorrhagia, pelvic pain, uterine perforation, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: discrepancy noted: initially confirmation test added, and now it is reported as plaintiff did not undergo essure confirmation test diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: full occlusion and proper placement. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and device dislocation ('migration of the essure device/migration of essure device location of device: into pelvic cavitynear the spine,') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: contraceptives. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced genital haemorrhage ("abnormal bleeding (general)/ bleeding"), 1 month 14 days after insertion of essure. In (B)(6) 2010, the patient experienced fatigue ("fatigue"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse"), dysmenorrhoea ("dysmenorrhea cramping") and feeling abnormal ("neurological condition or problem- type: brain fog"). In (B)(6) 2014, the patient experienced abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain/ pain") and alopecia ("hair loss"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), irritability ("irritability"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("abnormal bleeding menorrhagia"), back pain ("lower back pain") and amnesia ("more short term memory") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, device dislocation, abdominal pain, pelvic pain, irritability, weight decreased, back pain and amnesia outcome was unknown, the genital haemorrhage, vaginal haemorrhage, menorrhagia and dysmenorrhoea was resolving and the alopecia, fatigue, dyspareunia and feeling abnormal had resolved. The reporter considered abdominal pain, alopecia, amnesia, back pain, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, irritability, menorrhagia, pelvic pain, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: discrepancy noted: initially confirmation test added, and now it is reported as plaintiff did not undergo essure confirmation test diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: full occlusion and proper placement. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. Event more short term memory was added. Outcome for fatigue and brain fog updated. Aka name and historical drug added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and device dislocation ('migration of the essure device/migration of essure device location of device: into pelvic cavitynear the spine,') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: contraceptives. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced genital haemorrhage ("abnormal bleeding (general)/ bleeding"), 1 month 14 days after insertion of essure. In (B)(6) 2010, the patient experienced fatigue ("fatigue"), dyspareunia ("pain during intercourse/dyspareunia(painful sexual intercourse),"), dysmenorrhoea ("dysmenorrhea (cramping),") and feeling abnormal ("neurological condition or problem- type: brain fog"). In(B)(6) 2014, the patient experienced abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain/ pain") and alopecia ("hair loss"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), irritability ("irritability"), vaginal haemorrhage ("abnormal bleeding (vaginal),"), menorrhagia ("abnormal bleeding (menorrhagia)"), back pain ("lower back pain") and amnesia ("more short term memory") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, device dislocation, abdominal pain, pelvic pain, irritability, weight decreased, back pain and amnesia outcome was unknown, the genital haemorrhage, vaginal haemorrhage, menorrhagia and dysmenorrhoea was resolving and the alopecia, fatigue, dyspareunia and feeling abnormal had resolved. The reporter considered abdominal pain, alopecia, amnesia, back pain, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, irritability, menorrhagia, pelvic pain, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: discrepancy noted: initially confirmation test added, and now it is reported as plaintiff did not undergo essure confirmation test diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: full occlusion and proper placement. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on(B)(6) 2020: extension of expected date of next report. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure device") and genital haemorrhage ("bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain"), alopecia ("hair loss"), irritability ("irritability"), fatigue ("fatigue"), weight decreased ("weight loss") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (salpingectomy with removal of the essure devices.). Essure was removed in (B)(6) 2017. At the time of the report, the device dislocation, genital haemorrhage, abdominal pain, pelvic pain, alopecia, irritability, fatigue, weight decreased and dyspareunia outcome was unknown. The reporter considered abdominal pain, alopecia, device dislocation, dyspareunia, fatigue, genital haemorrhage, irritability, pelvic pain and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: full occlusion and proper placement incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.